Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they had oral surgery and the stimulator was turned off for the surgery. Patient said since turning stim back on it has not been effective. Patient is still getting up 3 times a night to go to the bathroom. Reviewed how to increase stim. Patient was able to successfully increase stim. Patient services stopped being able to hear the caller, called patient back no answer, left a message.

Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.